Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-05429. It was reported the doctor experienced difficulty implanting two leads intended for use. In turn, the patient experienced pain post-op and was later hospitalized. A CT scan was performed for further investigation. Allegedly, medical staff believed the patient's nerve(s) may have been irritated during the implant procedure. The patient was given steroids to address the issue. Over time the patient improved.